Manufacturer narrative:
The investigation determined there is normal complaint activity for lot number 28522ud00. The trend review by the product list number found no adverse or non-statistical trends related to this issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Review of the CAPA database found no issue related to the current complaint. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely decreased architect tsh patient results were generated. When the customer noticed a higher number of decreased results than expected, the samples were retested using the roche tsh method and the results were higher. The architect tsh results were not reported out of the laboratory. Investigation of the issue discovered that in one particular cartridge of architect tsh lot number: 28522ud00, all results generated were depressed. When the decreased samples were retested in a different architect tsh reagent cartridge, the values matched the roche method. The following data was provided. (B)(6) 2021. Sample ID, architect, roche (units uiu/ml) 8252, 0.38, 0.98. 10069, 0.83, 2.81 2633, 4.34, 13.59 2640, 3.46, 11.26 1945, 24.17, 87.04 (B)(6), 2021 sample ID, architect, roche (units uiu/ml) 561d, 5.36, 4.94 1817, 0.90, 10.5 4081, 2.30, 2.19. No adverse impact to patient management was reported.